Event description:
Information received by medtronic indicated that the insulin pump had water damage and crack on battery compartment. Troubleshoot was performed and the insulin pump was neither dropped nor bumped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2022 customer called in with the following concern: water damage and battery compartment crack. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection. Per visual inspection it was determined the ingress of water corroding and causing electrical shorting on pcb1 and pcb2. Unit was downloaded using thus software. However no relevant alarms were recorded in adat tool or download history files. However, successfully downloaded motor bootloader traces. Xtest was used to download bootloader traces. Bootloader traces indicate that a critical error 44 triggered the critical pump error (open book image) alarm. Force sensor zero offset is within specification (22.4mv). The following were noted during visual inspection: cracked battery tube threads and corroded battery tube. Critical pump error (open book image) alarm confirmed due to moisture damage on the force sensor and electronic assemblies. Pump exposed to moisture confirmed. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.